Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and the outer insulation had a breached cut. There was blood/body fluid (not obstructed) on the proximal conductor, blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt there was difficulty accessing the atrium. When the right atrial lead was withdrawn the lead had approximately 1.5 inches of blood that appeared to have penetrated the insulation. The lead was repositioned and had good measurements; however, the decision was made to not implant the lead and another lead was used. No patient complications have been reported as a result of this event.